Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that she has been experiencing a skin reaction at the insertion site. Pt reports that 48 hours into sensor wear, pt experiences an itchy insertion site and has to remove the sensor by day 4 due to skin irritation. Also, upon removal of sensor, pt observes an oozing bump at the insertion site. Her skin reactions have gradually worsened over time and with every sensor worn. Pt consulted with her endocrinologist and an allergist who recommended using a secondary wound dressing under the sensor's adhesive as well as applying a topical steroidal cream to the insertion site after sensor removal. At the time of her call to dexcom technical support, pt stated that all previous insertion sites had healed.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.